Event description:
Ous MDR - this lead was explanted due to oversensing. The lead was implanted in 2008; the exact date was not reported. No worsening of the patient's state of health was reported.

Manufacturer narrative:
Ous MDR - the lead's analysis showed that the insulation was damaged by abrasion. This damage is with high probability the cause for the clinical problem. The damage suggests extensive mechanical stress on the lead for a longer period of time. The position and characteristic of the abrasion suggest extensive mechanical stress on the lead in the heart valve region. There were no x-ray images or diagnostic imaging of another nature available at the time of analysis which could shed light on the positioning of the implanted system inside the body. There was no indication for material or manufacturing error.